Event description:
It was reported when using the pyxis medstation es system users were unable to remove medication on override for one patient. The customer stated that a previous staff member removed the medication by accident for the patient and returned the medication to the station. Now users were unable to see the medication for this patient. The customer added that there was no delay in patient care as patient was able to receive medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to override medication. A technical support specialist checked the device settings and found that the 'too close warning' was not enabled. A technical support specialist explained that the 'too close warning' prevents immediate pulls without this setting and discussed with decision-makers about possibly changing this setting. The system functioned as intended after troubleshooting the device.